Event description:
Customer reported errors with the monitor cart that boots-up intermittently. No patient injury was reported.

Manufacturer narrative:
The service rep ordered parts. R&r ide hd with a flash kit, software 18.1 installed, and option from unit works as intended.